Event description:
Customer returned this olympus loaner device for failing during reprocessing. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that a black debris, appearing to be like rubber, was protruding from and blocking the air/water nozzle. This black debris did not originate from the device. This medwatch is being submitted for the reportable issue of black rubber-like debris found protruding from the air/water nozzle as observed during the device evaluation.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The loan instrument has not previously been repair since purchase. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that a black debris, appearing to be like rubber, was protruding from and blocking the air/water nozzle. This black debris did not originate from the device. The blockage caused the device to fail the water flow, water removal, air channel volume, and water channel volume tests. The device also had the down angle not to specification. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Information is provided on the reprocessing steps at the facility: an air water channel cleaning adapter is being used for pre-cleaning. Pre-cleaning is performed immediately after a procedure by following the instruction for use. Detergent used for per-cleaning is not known the endoscope channels are brushed during manual cleaning with a single use brush (model number unknown). The single use brush is not reused. Cleaning and disinfectant solutions used with the endoscope are unknown. Automatic endoscopy reprocessor (aer) used to reprocess the endoscope is unknown. Disinfectant used with the aer is pae disinfectant. There have been no issues with the aer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient or incorrect reprocessing of the scope. The following information is stated in the instructions for use (IFU): ¿operation manual_ preparation and inspection. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function¿. Olympus will continue to monitor field performance for this device.